Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the biphasic board, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer had sent in their device for repair. During inspection, it was observed that the device had displayed 'abnormal energy delivery message'. As a result, proper defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the removed part and was unable to duplicate the reported issue. A conclusive cause could not be determined.

Event description:
A customer had sent in their device for repair. During inspection, it was observed that the device had displayed 'abnormal energy delivery message'. As a result, proper defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.